Event description:
It was reported that the patient went into the operating room for a lead revision. During recovery the nurse went to program the patient and an elective replacement indicator message appeared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).